Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies; the device's battery was confirmed to be in beginning of life (bol). The device was then exposed to simulated heart load conditions, and the defibrillation, pacing and sensing functions were tested. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Laboratory analysis did not identify any device characteristics that would have caused or contributed to the patient's death. The device has been archived as meeting specifications.

Event description:
Subsequently, the device was returned for disposal: a post-market analysis was performed.

Manufacturer narrative:
The device was not returned to boston scientific crm. Should additional information become available an amended report will be submitted.

Event description:
Boston scientific crm received information that during the implant procedure; this patient with known ischemic heart disease and several significant comorbidities passed away. This implantable cardioverter defibrillator had been placed in the pocket and connected to the right ventricular defibrillation lead with normal measurements; however, defibrillation threshold testing could not be performed as prolonged runs of ventricular tachycardia required several shocks from the external defibrillator. Fluoroscopy was used to check for pericardial effusion and pneumothorax, this was negative. The patient could not be resuscitated. The cause of death was attributed to sudden cardiac death. The patient's physician did not feel that the device had malfunctioned. There was no allegation against the device. The device was deactivated and remained with the patient.